Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. The delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that the legs of a ivc filter did not completely open once the filter was deployed at the intended treatment site. Another ivc filter was then implanted above the first ivc filter. No report of injury to the pt.